Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient had a right total hip arthroplasty on (B)(6) 2004. Subsequently, a revision surgery was performed on (B)(6) 2013. Revision operative report noted the presence of serous fluid, synovitis, fibrinous debris and corrosion at the trunnion. The modular head was removed and replaced with an active articulation head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.